Event description:
It was reported through a service report that the bed had worn brake parts. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Method: customer noticed the issue of the broken/worn brake parts and called the service tech; service tech did not evaluate the unit. Conclusion: customer will be sent parts and will do their own repair.